Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. The catheter was returned, and analysis found no significant anomaly. All previously reported method and result codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was update to pocket seroma with infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome was unresolved at time of study exit/death/study closure. On (B)(6) 2019 culture results were positive for pseudomonas, two stains. It was noted there was gram stain: 4+pmn (polymorphonuclear leukocytes) at the pump pocket site. Further information received indicated that the event was unresolved at time of study exit. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the results for the cultures sent on (B)(6) 2019 were positive for pseudomonas, two strains. On (B)(6) 2019 the pump and intrathecal catheter (entire system) were explanted/not replaced. The device disposition was returned to manufacture. Cultures were collected from surgical sites and submitted for cultures. The patient will be meeting with the infection disease consultant on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 699.39605 mcg/day, bupivacaine 20 mg for a total dose of 6.99396 mg/day, and hydromorphone 0.6 mg for a total dose of 0.20982 mg/day via an implantable pump for non-malignant pain. It was reported on 2019-nov-14 the patient was in for pump fill and a seroma was noted around the pocket area. The seroma was aspirated, and cultures will be done. Per hcp, there was no current signs of infection. On (B)(6) 2019 another 20 mls of cloudy seroma fluid was aspirated from the site and submitted for cultures. The results were abnormal (positive for pseudomonas and gram stain 4+ polymorphonuclear leukocytes (pmns) and 2+ red blood count (rbc). On (B)(6) 2019 the patient had 20 mls of yellow cloudy fluid removed/aspirated from pump pocket site, and samples were sent out for cultures. On (B)(6) 2019 the pump was reprogrammed and reduced 50%. Cipro and keflex were administered on (B)(6) 2019. The outcome of the event was noted as ongoing. The clinical diagnosis was seroma around pump pocket. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-dec-04. The patient's weight was updated.